Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of gram-positive microorganism that includes well-known types of pathogens that are contributors to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up with the pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with gram-positive bacilli (exact microorganism unknown) and a white blood cell (wbc) count of 3845/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. It was reported the patient demonstrated a lack of aseptic technique during a follow up peritonitis survey and they were scheduled for pd therapy retraining. The patient was not hospitalized for this event and was prescribed intraperitoneal (ip) ceftazidime at 2000mg for two weeks and ip vancomycin at 750mg for two weeks. It was confirmed the patient¿s peritonitis with associated symptoms were not due to a malfunction or deficiency of the liberty select cycler or any fresenius device(s) or product(s). The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler with no further reported adverse clinical events.